Manufacturer narrative:
The filter set was discarded and therefore, not available for inspection. The lot number was not provided therefore, no device history record review was performed. No info has been provided regarding the anti-coagulation strategy. Based on the info available to us, it appears very likely that the recurring filter clotting resulted from the pt condition.

Event description:
An adult male, who is septic and 'severely' dehydrated experienced multiple filter set changes due to 'filter is clotting' alarms on a prismaflex machine. It is not known if the blood in the extracorporeal circuits was returned to the pt each time the 'filter is clotting' alarms occurred. The pt has received multiple blood transfusions because of his underlying medical condition, prior to the multiple filter set changes. The pt has also received blood transfusions subsequent to the multiple filter set changes. Based on the info available to us, it is impossible to determine if the transfusions were required because of any blood loss events which may have occurred.